Manufacturer narrative:
The reported event could be confirmed, based on available medical record and health care professionals. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: after reviewing CT scans cement spacer visible at the site of the tar. No further comments can be made the components. Based on investigation, the root cause was attributed to a patient related issue. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant procedure for reasons that are not available at the time of this report.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text: device disposition unknown.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant procedure for reasons that are not available at the time of this report.